Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) of 2007 the plaintiff was implanted with an unk "transvaginal sling product" to "treat her stress urinary incontinence". It was alleged that the plaintiff has "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and has undergone corrective surgery and hospitalization" and has had other injuries.

Manufacturer narrative:
The device implanted in this pt was not specified. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.